Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the handle locked and was sticking, the device would not fire. Another device was used to complete the procedure. No adverse consequences reported. There is no additional information available.

Manufacturer narrative:
(B)(4). Anti-backup failure. The analysis results found that the el5ml device (a) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Due to the antibackup feature was non-functional, unformed clips were fed and then, the device locked out as intended but the orange indicator over traveled. These findings are not related to the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the el5ml device (b) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed and properly formed. The device locked out as intended but the orange indicator was visible at 10th firing sequence thus, it over traveled. This finding is not related to the incident reported. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. Device b additional information: batch # g9jv54; expiration date: 03/2015; manufacturing date: 04/2010 (B)(4). Jaws unable to open_open after assisted, malformed clip.